Event description:
The customer reports during an unspecified gynecologic procedure using a pk halo generator, the generator had insufficient performance and poor coagulation which caused unexpected patient bleeding. No further details are available at this time. Additional information has been requested. At this time, no further information has been provided.

Manufacturer narrative:
The device referenced in this report was not returned to olympus for evaluation. The definitive cause of the user's experience cannot be determined at this time. The investigation is ongoing. This report will be updated upon completion of the investigation or upon receipt of additional relevant information.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 12 years since the subject device was manufactured. Based on the results of the investigation, since the device was not returned to olympus for an evaluation and the customer did not provide any additional event details, the reported issue could not be confirmed. Therefore, the root cause could not be determined. This supplemental report includes information added to h4. Olympus will continue to monitor field performance for this device.